Manufacturer narrative:
Device investigation: results: the detachment handles looks to be in its original condition. These units were tested and using the production test fixture which measures the throw distance and pull force. The detachment handles actuated correctly and passed for both throw distance and pull force. The detachment handles are fully functional. Conclusion: this handle functioned as expected during testing. The handle passed the specifications required for coil detachment. The cause of this failure cannot be determined. This issue does not appear to have been due to a detachment handle failure. The handle was opened and there was no black tubing stuck inside the handle. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
First coil would not detach so they opened a second handle and the black rubber from the pusher wire got stuck in that handle so they opened a 3rd handle. The coil detached. This MDR is associated with MDR 3005168196-2013-00028.